Event description:
When taken out of the packaging and loading onto the wire, the little red tab on the pkg assy 9x080 smart bil 80cm device fell off immediately. The stent was deployed correctly. There was no harm or complications to the patient. The device will be returned. Returning device. The little red tab was the locking pin. The device is stored in a cabinet at the facility. The product was stored, handled, inspected and prepped according to the instructions for use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock and no difficulty encountered flushing the sds. The target lesion was the sfa.

Manufacturer narrative:
As reported, when the site was loading the 9 x 80mm 80cm smart biliary stent delivery system (sds) on the guidewire, the red locking pin fell off. The stent was deployed with no reported patient injury. The event involved a patient undergoing a percutaneous transluminal intervention of a target lesion in the superficial femoral artery. The site reported that they had stored the device in a cabinet at the facility and that it had been stored, handled, inspected and prepped according to the instructions for use (IFU). When the device was removed from the tray, the stent was still constrained within the outer sheath. No difficulty had been experienced while flushing the stopcock or while flushing the sds. When the 9 x 80mm 80cm smart biliary sds was being loaded on the guidewire, the red locking pin fell off. From the report, it appears that the site opted to continue using the device and deployed the stent in the sfa target lesion with no reported patient injury. One non-sterile pkg assy 9x080 smart bil 80cm was received in a plastic bag. The locking pin was received within a small plastic bag. The outer member was received compressed at 1cm from the distal end. The stent was not received. No other anomalies were observed. The locking pin was observed under a microscope and no damaged were noted. The locking pin was inserted on the handle and it hooked as expected. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿locking pin (smart control only) ¿ loose¿ event was not confirmed since the stent was received deployed and no visual or functional anomalies were noted with the locking pin. The causes of the event experienced by the customer as well the compressed outer member condition could not be conclusively determined. According to the IFU, this device is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of this device has not been established for use in the vascular system. The user is instructed to carefully inspect the packaging and device for any damage and to not use it if it may compromise the sterility or performance of the device. The user is further instructed to ensure that the locking pin is still in place prior to inserting the device into the patient and to remove it just prior to stent deployment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Review of lot 17101940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.